Event description:
It was reported that the patient underwent an alif l3-l4, l4-l5, l5-s1 in which rhbmp-2/acs was used. At an unspecified time post-operatively the patient developed peripheral neuropathy in the feet and nerve damage.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.